Event description:
It was reported that the patient was being referred for a full vns revision due to high lead impedance. Follow up with the physician indicated that the high impedance was revealed during routine interrogation. It was unknown if any trauma or patient manipulation had occurred to the area. No surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent full vns replacement surgery. During attempts at product return, the company representative stated that the explanted products were discarded by the facility.